Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
During a colectomy procedure, the suture broke. The surgeon used another product. No pt injury was reported.